Event description:
It was reported that pump displayed continuous glucose monitor error code 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session, with no further issues reported.